Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a red "x", did not detect the attached electrode pads, and failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and fast testing without duplicating the report. The error was cleared from the logs. An internal inspection of the device found no discrepancies. The device was recertified and retunred to the customer. The battery and electrodes were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.